Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing found that the system control board was faulty on the imaging system and required replacement. A replacement was shipped to the representative and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative, radiologic technologist (rt), reported that, while in a spinal fusion, the imaging system would not perform a 3d spin. The system would beep when the acquisition button was pressed and would stop. Restarting the system did not resolve the reported issue. The site brought in their second imaging system to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation of the returned system control board found that the reported event was related to an electrical issue. The 2.5v reference from u10 was jumping up to 2.72v when first powered on, but then became stable which accounts for the intermittent nature of this error. The reported event was confirmed.